Event description:
It was reported that the patient underwent an l4-5 tlif posterior spinal fusion using rhbmp-2/acs. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from severe injuries and damages, including chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on patient underwent the following procedures: left sided transforaminal lumbar interbody fusion, l4-5; right sided transpedic ular exposure for neural decompression, l4-5; placement of cage interbody device at l4-5; insertion of posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5; posterior spinal fusion, l4-5 preoperative, postoperative diagnosis: l4-5 spondylolisthesis; l4-5 degenerative disc disease; l4-5 facet arthropathy; l4-5 stenosis; lumbar curve; intractable back and lower extremity pain. Per op-notes: ¿after removal of the disk, sizing of the cage interbody device was performed and an appropriately sized cage interbody device was selected. Local autologous bone packed anteriorly in the disk space, followed by a pledget of bmp. The cage interbody device itself, was then inserted, which had been (filled with bmp) and some more local bone autograft.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.